Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to having issues with delivery. The caller stated that the customer went to the hospital and his blood glucose was 300 mg/dl. The caller was asked if there were any alarms on the insulin pump, however the caller did not respond. The caller declined returning the insulin pump for analysis stated that they are speaking with a lawyer as they think that the insulin pump had some faults in the customer's passing. The caller disconnected without providing further information.